Manufacturer narrative:
The product was not returned. The iol product history records were reviewed and documentation indicates the product met release criteria. Monarch product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A consumer reported that after an iol implantation, she saw a spot in the middle of the iol (which looked like a "pretzel"), a shadow and difficulties in vision. The patient consulted another doctor to get a second opinion and that doctor diagnosed a negative dysphotopsia. Additional information was provided by the surgeon who confirmed that on the right eye, there is a "pretzel" like shape present in the central visual field. On both eyes, there is peripheral limitation, like a frame. According to the surgeon, the "frames" are probably caused by the change of the peripheral light path at the posterior chamber lens.

Manufacturer narrative:
Evaluation summary: the customer indicated use of an approved cartridge with an unk handpiece. It is unk if the approved component of the viscoelastic was used. This report was mailed to FDA on 08/22/2014. The MFR internal ref number is: (B)(4).

Event description:
Add'l info was provided by the surgeon indicating that the spot in the middle of the iol described as a "pretzel" was fixed. No cause or diagnosis was provided as according to the surgeon further investigations were rejected.

Manufacturer narrative:
MFR internal ref number is (B)(4).

Event description:
Add'l info was received from the facility who reported that the iol was explanted and another iol from another MFR was implanted. After the explantation all the symptoms disappeared.

Manufacturer narrative:
F/u reports 01 and 02 were submitted with inaccurate MFR report# 9612169-2014-00077. The correct number should match the initial MDR as 111421-2014-00553. The MFR internal ref number is: (B)(4)..

Event description:
Add'l received from the consumer indicated that the initial surgeon prescribed vitamin e to treat the visual events. The posterior capsular membrane was noted to have a fine fold in it six months after initial lens implantation. The surgeon she saw for a second opinion suggested the lens exchange procedure.